Event description:
It was reported that, "during surgical procedure, pt coded within minutes of application of bone cement. Pt was coded and died." The surgeon was able to push the poly off with slight thumb pressure, but felt he had no choice but to insert the poly anyway. He did, however, put a coating of cement between the baseplate and poly as a glue to ensure the poly would stay in place.